Manufacturer narrative:
Pump received with intermittent button response due to flattened button dome switches. Pump passed the displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. No cosmetic damage noted during physical inspection. (B)(4).

Event description:
It was reported via phone call that the customer had a keypad anomaly. The customer stated the buttons were hard to press on the insulin pump. The customer also reported receiving several no delivery alarms. Customer's blood glucose was 339 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.